Event description:
It was reported that during a routine changeout procedure, the lead displayed high impedance after being connected to the new device. Measurements prior to procedure showed normal impedances. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device manufacturers only 3. No eval explanation: lead remains implanted in patient.